Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 91 mm long, saccular aneurysm of the descending aorta in zone 4. The diameters of the healthy proximal and distal aorta were 35 mm and 32 mm, respectively. Vessels were non-tortuous and mildly calcified. It was reported that the physician first implanted a talent 40 mm x 40 mm thoracic stent graft in the proximal end of the aneurysm, followed by a talent 40 mm x 36 mm stent graft in the distal end. The patient's blood pressure had been decreased to less than 80 mm hg; when the distal talent 40 mm x 36 mm stent graft was opened for deployment, one of the stents of the proximal end stood up 90 degrees to the outside of its graft and then contacted the previously-deployed proximal talent graft. The physician attempted to remodel the distal graft with a touch-up balloon, but the graft did not return to its normal shape. The physician elected to not intervene any further, because there was approximately 6 cm of overlap between the proximal and distal talent stent grafts, without an endoleak observed by angiography. However, several days post-implant, a type iii (separation) endoleak was noticed in a follow-up. The physician elected not to intervene and to just monitor the patient, and it was reported that the type iii endoleak later resolved, within 30 days post-implant, at another follow-up. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4), misaligned deployment - (B)(4): evaluation results: endoleak; cause of misaligned deployment unknown.